Event description:
It was reported that the device became entrapped on the guidewire and would no longer work. This 2.4mm jetstream xc atherectomy catheter was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was located in the chronically occluded left superficial femoral artery and had no tortuosity and no thrombus. During the procedure, the catheter became stuck on the wire and the device was no longer functional. The procedure was completed with another of the same device and there were no patient complications.

Event description:
It was reported that the device became entrapped on the guidewire and would no longer work. This 2.4mm jetstream xc atherectomy catheter was selected for use in a percutaneous transluminal angioplasty procedure. The lesion was located in the chronically occluded left superficial femoral artery and had no tortuosity and no thrombus. During the procedure, the catheter became stuck on the wire and the device was no longer functional. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream atherectomy catheter was visually and microscopically examined, which revealed no damages. A device-to-device interaction test was performed, and a test guidewire was able to pass through without any issues. Functional testing was performed, and the device was able to run without any issues. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis was unable to confirm the reported stuck on guidewire or failure to function properly.